Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 52 mg/dl. The paramedic came out to house and he did not go to hospital. The customer stated that he treated before they got there with glucose tablets before ambulance came. The customer stated that he saw scroll wrap recall information and want to know if the scroll wrap was an issue for him or not. The representative that he spoke with told him he did not have a pump that was affected with scroll wrap.